Manufacturer narrative:
(B)(4). A quality review was completed for this report of a check heater line alarm. This report was not confirmed in the lab due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. The patient stated she replaced the cassette in effort to clear the alarm; however, reused the solution bags. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
The home patient (hp) contacted baxter's (B)(4) regarding a check heater line alarm which occurred on the homechoice (hc) during fill 1. The baxter technical service representative (tsr) assisted the hp with troubleshooting. The hp stated the alarm repeated and further stated that she had changed out the cassette but not the bags. The tsr explained that supplies were compromised and advised the hp to start over with new supplies. There was no patient injury or medical intervention reported.